Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The carrier board and speakers were replaced, and the unit was returned to service. The parts and logs were not available for investigation. An exact root cause determination cannot be made without the parts and logs.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
During preuse checkout, the hospital reported that the unit visually alarmed that the alarm speaker was not functional. There was no report of patient involvement.